Manufacturer narrative:
Investigation summary a device history record review was completed by our quality engineer team for provided material number 303552 and lot number 1272912. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported while using bd plastipak¿ plastic syringe the product was damaged and foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: the product presents a crack in its inner throughout its extension, and small fragments of plastic in upper base nearby the needle connection point.